Event description:
The operating room nurse reported that, during use, the connector with handle was broken; but there were no segments that fell in the patient body.

Manufacturer narrative:
Method: device evaluation anticipated; but not yet begun. Conclusion: device evaluation anticipated; but not yet begun. No patient information has been provided. No device maintenance information has been provided. This is not a serialized device; therefore, no device history record (DHR) review cannot be done.

Manufacturer narrative:
Evaluation summary: customer claim of connector with handle broken was confirmed. The broken off piece was returned. The piece, which is the threaded section of the handle attachment, was a match with the sizer. No other pieces were broken off form the sizer. Customer reported washing and sterilization procedures were applied to this device in excess of 20 times over the course of 1 - 1/2 years. Tasks were conducted by an washing center and procedures are unknown. However, they do know that the device was sterilized using hydrogen peroxide (h2o2) gas/plasma which is not recommended for this type material. Cleaning process remains unknown. Additional engineering evaluation pending.

Manufacturer narrative:
Engineering evaluation: the model 1162, 29mm sizer was returned and evaluated by the product evaluation lab. However, the device was inadvertently disposed. Therefore, engineering conducted its investigation based on the evaluation pictures provided by the product evaluation lab. Based on a visual observation of the pictures of the sizer, the only defect on the sizer appeared to be at the central hub where the handle attaches to the sizer. There were no apparent cracks, surface crazing, or hazy surface appearance at any other point on the sizer that would have indicated chemical affects due to long term use and a high number of cleaning and sterilization cycles. A root cause of the fracture could not conclusively be determined since the sizer was inadvertently disposed of prior to the engineering investigation. However, the fracture did not appear to be a typical stress crack due to chemical exposures. The fracture appeared to be located where the central hub extends beyond the web connection. A fracture of this nature could occur if the handle is screwed onto the sizer beyond its natural stopping position, i.e. Over torque, thereby pushing off the extended portion of the hub containing the threads. From the pictures provided, it could not be determined if there were any micro cracks or defects in the molded sizer that would weaken the material in this area. Edwards has validated valve sizers up to 50 cleaning and sterilization cycles. In addition, sizers are inspected upon receiving for cracks and defects per first article inspection. The sizers must be free from distortions, cracks, misfills, and burns affecting part function. Air bubbles and foreign particles larger than 0.020" are not acceptable.